Manufacturer narrative:
Corrected field: b1 (adverse event/product problem), b2 (outcomes attributed to ae), d9 (product available to stryker), h1 (type of reportable event). The reported event could be confirmed, since we received 4 images of the proximal part of the nail ¿ showing the connection area had completely disappeared. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed. The nail was completely broken in the reception for the target device¿s connection slots. The lot was not documented. The type of damage occurs when the pegs of the aiming device are placed on the edge of the nail - and not in the corresponding slots - and then the nail holding screw is tightened firmly as required. Axial and rotational forces ¿ caused by tighten the nail holding screw firmly ¿ exceeds the durability of the nail¿s material. In the case presented, during the nail-locking process the nail connection was destroyed. The nail had to be replaced. In order to obtain a replacement surgery was delayed for approx. 30 minutes. Adverse consequences were not reported. The surgery was finally completed successfully. With available information the cause of the event was regarded as user related. With available information a deficiency of the implant was not verified.

Event description:
During implantation of intramedullary nail, after attaching it to target arm and inserting it the nail into the intramedullary canal, an attempt at distal locking was made, during which target arm moved (was unstable). As a result of damage to the attachment to the targeting arm in the proximal part of the nail, it was impossible to continue surgery on the implant in question. There was a need to replace it with a new implant. Update: it was also reported that there was hard bone and no adverse consequences to the patient. "Due to nail damage in proximal part, where it's possible to mount it on targeting arm, there was instability - nail with guide were not stable construction."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During implantation of intramedullary nail, after attaching it to target arm and inserting it the nail into the intramedullary canal, an attempt at distal locking was made, during which target arm moved (was unstable). As a result of damage to the attachment to the targeting arm in the proximal part of the nail, it was impossible to continue surgery on the implant in question. There was a need to replace it with a new implant.